Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery overheated and could smell burning. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no recent services. The customer issue was confirmed. Liquid ingress caused extensive damage and failure to all three circuit boards. The device was deemed beyond economic repair (ber).